Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump was not working, battery was going within two to three days they putting in new batteries. Customer's blood glucose value was unknown. The customer was able to troubleshoot. Customer states they did receive a low battery alert prior to the off no power alert. Customer states it was less than 24 hours from the low battery alert to the off no power alert. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the third occurrence of off no power in less than 24 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.